Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(fluid damage).

Manufacturer narrative:
The product was returned to pentax medical for repair. We the technician checked the returned unit and confirmed that the ccd drive pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd drive pcb. In addition, we the technician confirmed that the segment fluid damage, the light guide cable coating damage, the light guide cable compressed (short in length), the angle wire play, the bending rubber leak, and the junction case leak; however, they these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.